Event description:
Customer reported that it was not possible to flush or draw anything from the needless port. Device was not revised as the patient passed away. It was noted that the patient's death was not a result of the device. Sample and/or lot information was not saved.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.